Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back to report had revision same week as she called, said that a manufacturer representative (rep) was there to check lead and everything is working fine now. Patient did say that on the day before last call ((B)(6) 2021), did experience a shock. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated previously reported information. They stated that when the hcp looked at the x-ray of the lead and said it looked in position, the physician connected to implant and patient said they didn't feel any vibration after adjustment the physician performed revision. Patient confirmed that lead was replaced on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that since she received the implant the neurostimulator has been sticking out and when patient mentioned to doctor right afterwards was told that was due to normal healing and the swelling will go down in time however patient said that never happened. Patient asked the hcp recently and doctor noticed the pump and said that the neurostimulator is in the wrong position, is sideways. When asked, patient said hasn't had any falls or trauma. Patient said that in april she couldn't walk however said that was due to issues with her knees. Patient scheduled for revision this wednesday. The patient reported later that since april/may the pulsing sensation felt more like a throbbing, confirmed that this meant stimulation was too strong. Patient said that had reprogramming session in june and also had x-ray of the lead area and was told that the lead is in position. Patient had another programming session in july by the nurse practitioner and was told not to make any adjustments for 6 weeks. Patient said that last night while lying down the sensation felt very intense for about an hour, said felt like nerve was being shocked. Patient said she didn't know what to do and didn't make any adjustments and then it stopped. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.